Event description:
A caller reported experiencing a cartridge alarm 20 on their insulin pump. There was no adverse impact to the customer¿s blood glucose level, with levels not exceeding 500 mg/dl. Technical support decided to replace the pump, sending a new one with updated software to the customer. Instructions were provided for returning the malfunctioning pump, and the customer confirmed understanding of these steps.